Event description:
It was reported that during tracheobronchial procedure, components seperated.as the physician was using a ultraflex tracheobronchial stent, and after releasing the stent 50%, the suture could not be released and the stent was detached from the catheter.

Manufacturer narrative:
Visual examination of the stent found the stent row at the flared end was collapsing down on itself. It was also noted that the stent was not as fully expanded at each end of the stent pu cover as it was in the middle of the stent. Product analysis could not confirm the complaint reported as all that was returned for analysis was a deployed stent, the suture thread was not returned. Visual examination of the stent found that the stent row at the flared end had collapsed in on itself. It was also noted that the stent was not as fully expanded at each end of the stent pu cover. As part of our manufacturing processes all units are 100% visually inspected for any possible damages and are packaged appropriately in order to protect the device from external damage during shipment. A review of the manufacturing record for this particular batch that this device met its material, assembly and product specifications at the time of its release to distribution. A review of the manufacturing record for this particular batch # 8669702 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Product analysis could not confirm the complaint reported as all that was returned for analysis was a deployed stent, the suture thread was not returned.